Manufacturer narrative:
(B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink continu-flo solution set would not prime. During set up, the unspecified fluid would not flow through the tube. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4). The device was returned along with an unused companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on both devices with no issues noted. Pressure test and clear passage test were performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.